Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed, however extreme dirt has been documented. Additionally, a critical error related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. Additionally, the inlet air path/rmv foam was replaced to address the recall. The software was updated, and the device passed all final testing.